Event description:
Same case as: 2134265-2010-04928 and 2134265-2010-04929. It was reported that during a rotational atherectomy treatment procedure a balloon rupture occurred. Access was obtained through the left femoral artery. The 90 to 95% stenotic, 3mm diameter lesion was located at a bifurcation of the left circumflex artery and a 90% stenotic ostial lesion in the obtuse marginal artery. The physician advanced a 2.5x12mm maverick otw balloon to the lesion and the balloon was inflated to18atms and ruptured on an unspecified inflation. The physician then advanced a 1.25mm rotablator burr to the lesion and completed three to four ablation passes with insufficient results. Then a 1.75mm rotablator burr was advanced to the lesion, but was unable to cross. Then a 1.50mm rotablator burr was advanced to the lesion and after several ablation passes was able to cross the lesion. The 1.75mm rotablator burr was again advanced to the lesion and crossed the lesion several times. The physician then dilated the lesion with a 2.5x12mm, 3x12mm, and 2.5x12mm maverick otw balloons and a 3x15mm non-bsc balloon. The balloons were inflated to 18 and 24atms and then a 3x8mm quantum maverick balloon was advanced to the lesion, the atms and numbers of inflations were unspecified. The lesion still failed to yield, so the physician advanced a 2.0 rotablator burr to the lesion. The plaque was a "bit cut (reduced)" when the burr got stuck in the lesion. "The physician had the feeling that the rotation speed of the burr abnormally decreased." All techniques for removal of the stuck burr were attempted and failed. It was decided to send the patient to surgery to have the burr removed and an aorto-coronary by-pass. The patient was intubated, sedated and ventilated and sent to another facility for surgery. The patient expired less than 24 hours after surgery. The cause of death is unknown.

Manufacturer narrative:
The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2010-04928 and 2134265-2010-04929. It was reported that during a rotational atherecomy treatment procedure a balloon rupture occurred. Access was obtained through the left femoral artery. The 90 to 95% stenotic, 3mm diameter lesion was located at a bifurcation of the left circumflex artery and a 90% stenotic ostial lesion in the obtuse marginal artery. The physician advanced a 2.5x12mm maverick otw balloon to the lesion and the balloon was inflated to18atms and ruptured on an unspecified inflation. The physician then advanced a 1.25mm rotablator burr to the lesion and completed three to four ablation passes with insufficient results. Then a 1.75mm rotablator burr was advanced to the lesion, but was unable to cross. Then a 1.50mm rotablator burr was advanced to the lesion and after several ablation passes was able to cross the lesion. The 1.75mm rotablator burr was again advanced to the lesion and crossed the lesion several times. The physician then dilated the lesion with a 2.5x12mm, 3x12mm, and 2.5x12mm maverick otw balloons and a 3x15mm non-bsc balloon. The balloons were inflated to 18 and 24atms and then a 3x8mm quantum maverick balloon was advanced to the lesion, the atms and numbers of inflations were unspecified. The lesion still failed to yield, so the physician advanced a 2.0 rotablator burr to the lesion. The plaque was a "bit cut (reduced)" when the burr got stuck in the lesion. "The physician had the feeling that the rotation speed of the burr abnormally decreased." All techniques for removal of the stuck burr were attempted and failed. It was decided to send the patient to surgery to have the burr removed and an aorto-coronary by-pass. The patient was intubated, sedated and ventilated and sent to another facility for surgery. The patient expired less than 24 hours after surgery. The cause of death is unknown.